Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -12.00/+2.0/069 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced lens rotation. On (B)(6) 2023 the lens was repositioned and this resolved the problem.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).